Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. No lesion or anatomy details were provided. The pinhole rupture occurred on the initial inflation, atms unknown. The procedure was completed with another device, and no patient complications were reported. Patient status was reported as 'good'.